Manufacturer narrative:
See attached summary report.

Event description:
It was reported that when ventilator was connected to an intubated patient the gui display screen gave errors and became nonresponsive. The ventilator displayed a non critical thread (bdu), extended battery fault, and back up battery alarms. The end user had to press and hold the on/off switch to power off the ventilator. The patient was placed on another ventilator. There was no reported harm to patient.

Manufacturer narrative:
Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.